Event description:
A customer contacted beckman coulter inc. (Bci) in regards multiple erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. The results were submitted out of the laboratory and the physician questioned the results. Two patients were sent to cardiac catheterization lab; however, it is unknown if the catheterization procedure was performed. The initial samples which ranged from (0.110 to 9.26 ng/ml) were repeated and lower results were produced on all samples excluding five (5) samples which resulted in similar results. The five samples' initial result ranged from (0.29 to 43.23 ng/ml).

Manufacturer narrative:
Level 2 and 3 accutni qc result was high and out of specifications. The customer rerun qc and the result was within the customer's established range. On (B)(4) 2010, the customer performed system check and it met specifications. On (B)(4) 2010, a bci field service engineer (fse) performed hs system check which failed. Fse replaced parts and performed system check which met specification. Fse did not find any hardware issues that would contribute to this event. A clear root cause can not be determined for this event.